Manufacturer narrative:
According to the clinical manager, there is no sample to send for manufacturer review. Available medical records have been reviewed. The clinical investigation reveals the following: according to the available information, there is no documentation in the medical record supporting a possible association between the saline solutions, hemodialysis machine, extra corporeal circuit, dialyzer, acid bath, bicarbonate bath, and the event of cardiac arrest. Hemodialysis (hd) patient w/end stage chronic renal failure are at an extraordinary risk of death. In the united states renal data system (usrds) database, the single largest specific cause of death is attributed to arrhythmic mechanisms or sudden cardiac arrest. Sudden cardiac arrest is the sudden cessation of cardiac activity so that the victim becomes unresponsive, w/no normal breathing and no signs of circulation (reference us renal data system": usrds 2011 annual data report. National institutes of health, national institute of diabetes and digestive and kidney diseases, (B)(6)). In this event, the patient became unresponsive during the 3rd hour of treatment, required CPR, and was sent tot he emergency room via ambulance. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A report was received from a facility indicating a patient became unresponsive during hemodialysis. The injury was described as a "cardiac arrest". The patient required CPR and was sent to the hospital via ambulance. Upon follow up w/the file contact, it was reported the end stage renal disease (esrd) patient on hemodialysis was not a regular patient of the facility. He was visiting from out of town and having his second treatment. The ultrafiltration goal was 5.3l. Treatment time was 4hrs 15 min. Approximately three hours in to treatment, he became unresponsive and required CPR. He was transported to the ER via ambulance. No further information was known. From medical records: dialysis prescription treatment time 4 hours 15 mins, 2 potassium, 2.5 calcium acid bath, machine setting - 38 bicarbonate, blood flow rate 350ml/min, dialysate flow rate set to autoflow 1.5 optiflux, 180nre dialyzer, ph 7.0, machine temperature-36.0, machine conductivity 14.0, pre-treatment weight 111.30kgs (5.3kgs over estimated dry weight of 106kgs.)

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the naturalyte bicarbonate used in the reported event. As no lot number was provided by the complaint, a record review was performed on each of the lot numbers shipped to the complaint in the three months leading up to the reported event. The batch production records for these lots were reviewed. The packaging components and chemical raw materials used in the manufacture of the identified lot were reviewed. A retrospective record review did not identify any non-conformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed to the reported event. The naturalyte bicarbonate produce is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Per the documented product investigation, there was no indication that the fresenius naturalyte bicarbonate caused, contributed to or was a factor in the reported event.